Event description:
It was reported that this patient's left shoulder was revised. The patient had a failed anatomic shoulder. Surgeon converted patient to a reverse shoulder using cbs anterior augment small glenosphere and humeral side buildup. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitant devices: cage glenoid beta, humeral head size unknown, zero replicator plate. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.